Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's ipg migrated from the pocket site. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was relocated to address the issue. Therapy was restored post procedure.